Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h6, h11. D4: the primary unique device identification (UDI) number is not applicable as the device's product number is unknown. Attempts have been made to gather all product identification information, and no further information has been provided. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither was provided. The reported event is not related to a combination of products; therefore, a compatibility review is not applicable. A complaint history review cannot be performed without product identification. A definitive root cause cannot be determined. If any further information is found that would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
(B)(4) h3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the hospital discarded the product as biohazard. H6: component codes: mechanical (g04) - drill. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that while the surgeon was using the instrument it fractured, and the fractured piece remained in the patient's bone. The surgeon was able to retrieve the fractured piece. There was no foreign body retained or harm to the patient reported. Attempt has been made to obtain additional information. No additional information has been obtained at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; d4; g1; g3; g6; h1; h2 upon receipt of additional information, it was determined this product should not have been reported as the item is not manufactured by zimmer biomet. The manufacturer of this device has been notified of the event. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.